Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: android / android_galaxy a10e / 1.7.1 / android_9.

Event description:
It was reported that customer pump was exposed to water and stopped working. There was no reported adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.